Event description:
It was observed that during the device evaluation, the colonovideoscope¿s air-water cylinder and air-water tube contained foreign objects and the image was distorted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event image was distorted was cause traced to component failure. However, a definitive root cause for the reportable event air-water cylinder and air-water tube contained foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.